Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -11.5 diopter was implanted into the patients right eye (od). On (B)(6) 2022 the lens was implanted; removed intra-operatively due to excessive vault. The problem is reported as resolved. A replacement lens will be inserted in the future but the next surgery is undecided.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with residue/debris on product. Visual inspection found optic torn and residue on optic. Claim# (B)(4).